Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer's blood glucose reading at the time of the report was 101 mg/dl. The customer stated that she had a fever, the chills, and thought she had the flu prior to being hospitalized. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime and self tests passed. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.